Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 20.7 mmol/l (373 mg/dl) and that the cannula was kinked.